Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were within specs. A fresenius regional equipment specialist replaced the air separator and the high flow relief regulator. The machine has been returned to service.

Manufacturer narrative:
An fresenius regional equipment specialist (res) performed an on-site investigation and the failure mode was confirmed. The air separator assembly and high flow relief regulator were replaced which resolved the issue. Machine passed functional tests and safety checks, and was returned to service with no further issue. To date, no part has been received for evaluation. An investigation of the device manufacturing records was conducted by ther manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.